Event description:
In 2008, the patient reported that she experienced an infusion set that would not stick to her body. She inserted an infusion set from a different box and had no further issues. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.